Manufacturer narrative:
Other text: d4: UDI is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The sample presented damage in the circuit. The device presented leakage. The root cause of the reported issue was found to be a damaged circuit. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
It was reported that during the use of the product, leakage of air was observed. No patient injury was reported.